Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Retain samples of batches have been tested in the laboratory under standardized conditions. No unusual cement hardening temperature, and setting time have been noticed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. Device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the liner would not seat properly. A delay occurred that required the surgeon to cement in the patient and spend an extra 20 (twenty) minutes. The patient coded when cementing the femur and expired due to pe (pulmonary embolism).due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Cmp-(B)(4). Medical devices: biomet bc r 1x40 us; item# 110035368; lot# ax21ab1101. Biomet bc r 1x40 us; item# 110035368; lot# ax27be0212. Liner constrained neutral 36 mm i.d. Size h for use with acetabular system only; item# 30203608; lot# 65606435. Multiple MDR reports were filed for this event, please see associated reports: 3006946279 - 2023 - 00024; 3006946279 - 2023 - 00025; 3006946279 - 2023 - 00026. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.